Event description:
It was reported that venflon 2 pnk 20ga IV cannula leaked. The following information was provided by the initial reporter: we are deploying the alternatives for the possible leaking infusion needles. However, the alternative also seems to leak.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned for the reported issue of ¿leakage¿, with reported lot # unknown regarding item # 391452, so the investigating team has used the retention samples of material code 391452 of an unknown lot number for investigating the reported defect. The DHR of material number 391452 was not reviewed as the lot number is unknown. Silicone valve shifting may cause leakage. Silicone valve is checked for 100% of the components before final assembly. In addition to this in-process quality checks are done by line operator and by quality associates. So, it¿s very difficult to pass such defect from the line. The investigating team has additionally cross verified the line and no issue was observed which can pass such defects from the line. However, this defect is occurred in the field so defect is confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that venflon 2 pnk 20ga IV cannula leaked. The following information was provided by the initial reporter: we are deploying the alternatives for the possible leaking infusion needles. However, the alternative also seems to leak.